Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek xs system 2 (lot number 20171022, expiration date 09/30/2010). (B) (6).

Event description:
Caller tested 4.9 inr and 3.2 inr on coaguchek xs system 1, and 3.4 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.